Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge group logistic america, llc, (registration no. 3012092534). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported by the getinge representative that the customer discovered that the wrong detergent was used during the washing/disinfecting cycle. According to information provided by the customer some of the loads were damaged after washing cycle. No information about injury has been reported, however we decided to report this case in abundance of caution.

Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer (B)(4) on behalf of the importer (B)(4). The event is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer getinge disinfection (B)(4). Getinge received a customer complaint with an allegation about wrongly installed detergent on washer disinfector. The issue has been investigated. Root cause analysis has been performed and according to the findings of this investigation it has been found that the issue is related with two factors: design of labeling (which is not clear enough for the customer) and a user error; according to daily routine described in the instructions for use the user should check containers before the work of each day. No injury has been reported due to investigated herein issue however we decided to report this case in abundance of caution. When the incident occurred the device was not being used for treatment or diagnosis. It has been found that when the event took place the device was up to the specification, however it contributed to the outcomes of this event. Given the circumstances and the fact that there is no trend observed for customer complaints with this failure mode, we shall continue to monitor further events of this nature and do not propose any further action at this time.